Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Additionally, it was reported that the wake button was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.